Event description:
It was reported that during neurosurgery, a drill and associated drill attachment heated up and smoke was observed coming from the device. Backup equipment was used to complete the procedure, causing a 15 minute delay which did not adversely affect the patient or surgical outcome. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the u.s manufacturer and the complaint was confirmed. Internal components were evaluated and damage to the motor assembly, rotor assembly, and bearings were discovered. It is unknown how the damage occurred. The motor assembly, rotor assembly and bearings were replaced, and the drill was returned to the user facility.